Event description:
Baxter china reports 2 incidents of transfer sets with leakage in the twist sleeve area. The leakage was noted during use when the sleeve was in the closed position. One set had been in use for 4 weeks, and the other set was in use for 6 weeks. No pt injury or medical intervention reported.